Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer's blood glucose was 195 mg/dl at the time of the incident. Customer stated that when she enters carbs, the numbers keep scrolling. Customer took out the battery and did troubleshooting. It was found that she was at the beach and the pump was exposed to moisture. Customer stated that the up and down arrow buttons were an issue. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer agreed to return the pump.